Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized due to low blood glucose levels. The customer stated that he had previously called for assistance in programming the insulin pump, but did not have his settings written down, and ended up giving the representative the wrong settings. The customer stated that the paramedics and police came to his home and had to knock down the door to assist him as he was unresponsive. The customer's blood glucose was 17 mg/dl when the paramedics were called. At the time of the call, the customer wanted assistance with the basal rate programming, but again, he did not have the settings with him. Advised him to first get the settings from his doctor. The customer called back and was not sure if his settings should be .350 or 3.50. His wife could be heard in the background saying .350. Advised the customer that this is what could've happened the last time. Advised to monitor the insulin pump and always be sure of the settings that should to programmed.